Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. It has been over sixteen (16) years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation confirm a failure of the front panel. Therefore, it is presumed that the event, lamp turns off by itself,¿ occurs due to the faulty front panel. The repair incoming inspection results confirm a failure of the power unit. Therefore, it is presumed that the event, ¿device does not power on,¿ occurs due to the faulty power unit. The repair incoming inspection results confirm a failure of the igniter. Therefore, it is presumed that the event, ¿lamp current value is abnormal,¿ occurs due to the faulty igniter. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the xenon light source lamp goes off on its own. The issue occurred, during preparation before use inspection. For an unspecified procedure. The intended procedure was completed with another similar device. There were no reports of patient or user harm associated with this event.